Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a procedure a disconnection of the extraction arm could not be achieved. The distractor was explanted. No further information is available. This is 3 of 4 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
A review of the device history record for 04.315.403, 2.0mm mandible mesh foot, c type for cmf distractor, lot number us92646 showed that there were no issues during the manufacture that would contribute to this complaint condition. The investigation is ongoing.